Event description:
After 2 passes the guidewire became tangled in the device. When an attempt was made to remove the device it became tangled in the sheath. A retrograde access was obtained in the pta and a wire was advanced across the antegrade proximal sfa access site to control the site but the covered stent intended be deployed there could not be advanced past the area due to obstruction. A retrograde contralateral access was obtained and a sheath was placed up and over the iliac bifurcation to control from above. Sheath wires and device were removed with difficulty from initial access site and a covered stent was placed. Patient was admitted to the hospital for observation and was discharged the next day without any treatment administered.

Event description:
After 2 passes the guidewire became tangled in the device. When an attempt was made to remove the device it became tangled in the sheath. A retrograde access was obtained in the pta and a wire was advanced across the antegrade proximal sfa access site to control the site but the covered stent intended be deployed there could not be advanced past the area due to obstruction. A retrograde contralateral access was obtained and a sheath was placed up and over the iliac bifurcation to control from above. Sheath wires and device were removed with difficulty from initial access site and a covered stent was placed. Patient was admitted to the hospital for observation and was discharged the next day without any treatment administered.